Event description:
The hospital has noticed the end of last year a problem of corrosion with their miller "0" and "00" laryngoscope blades (around the rubber gasket area). Rusch laryngoscope blades starting to corrode.from the bedside of our nicu babies we clean the blades with an enzymatic cleaner (interceptor). We place the blade in a red biohazard bin to be transported to central sterile. Once received in the decontamination room in central sterile, the blades are cleaned again with klenzyme, rinsed, and allowed to air dry. Once the blades have dried completely, the blades are placed in a sterile blister pack and sent through the sterrad machine. These are then transported back to our nicu and they stay in the sterile pack until needed for use on a patient.they have had 5-7 similar occurrences. The devices with the corrosion appearance have been taken out of service.what was the original intended procedure?intubation.